Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were abundant throughout the sample. Material discoloration was observed throughout the molded joint. Many of the depth markings were partially worn. The catheter terminated at the 51cm depth marking. Microscopic inspection of the distal end of the catheter revealed characteristics typical of a sharp instrument cut. Partially circumferential splits were observed between the 35cm and 36cm and between the 28cm and 29cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed tensile weakness in the vicinities of the splits. The catheter kinked preferentially at the split sites during manual manipulation. Microscopic inspection of the leak sites revealed material buckling in the vicinities of the splits. The split edges were partially rounded and exhibited a granular texture. Material discoloration was evident at the corners of both splits. The split characteristics were typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking/compression of the catheter tubing in which physiological, placement, usage, and mechanical factors may gradually form cracks in the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyh0923 showed no other similar product complaint(s) from this lot number. Device not yet received for evaluation.

Event description:
It was reported by the nurse that the patient had the catheter insertion on (B)(6) 2015 through the basilic vein of the right arm (50 cm was inside the body, and 1 cm was exposed). On (B)(6) 2016 during flushing of the catheter with normal saline, it was found that the normal saline reportedly outflowed. It was said they removed the catheter and found the catheter was broken at 29cm inside the body. The patient was uninjured.